Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified left anterior descending artery. A 28 x 2.75mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent had dislodged when advancing into the lesion. The device was simply removed as a whole and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Promus premier ous mr 28 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were bunched distally. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified left anterior descending artery. A 28 x 2.75mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent had dislodged when advancing into the lesion. The device was simply removed as a whole and the procedure was completed with another of same device. There were no patient complications reported.